Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, a wear and tear breakage of a self holding t25 screwdriver from a screw kept disengaging and they had to open another instrument set. The star drive was twisted around and would not hold a screw properly. Procedure was completed successfully with ten(10) minutes of delay. No patient impact. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) inter-lock screwdriver combined t25/hexa. This is report 1 of 1 for complaint (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, a wear and tear breakage of a self holding t25 screwdriver from a screw kept disengaging and they had to open another instrument set. The star drive was twisted around and would not hold a screw properly. Procedure was completed successfully with ten(10) minutes of delay. No patient impact. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) inter-lock screwdriver combined t25/hexa. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.